Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of patient made mistake/touch contamination and peritonitis in a female patient (born in 1959) coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies during a call with baxter customer services, the following was reported by the home patient (hp): on (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Initially, the cause of peritonitis patient mistake/touch contamination (date not reported). Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Add'l event details: on (B)(6) 2012, additional information was received on follow up with the pd nurse (pdn) as follows. The cause of the peritonitis was unknown, and not touch contamination. The patient was recovering from the peritonitis. Pd therapy was ongoing. The peritonitis was not related to dianeal solution or to baxter devices or disposable products.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 2nd of two reports related to this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12d30047, h12c30049, h12e29053 and h12f28087 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.